Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the pigtail catheter broke off. A 5f impulse catheter-diagnostic was selected for use. During the procedure, it was noted that the pigtail part of the catheter broke off. There was no patient complications reported post procedure.